Event description:
It was reported that insulin gauge on pump displayed amount different than expected, with caller first seeing a positive estimate higher than expected and later reporting another mismatch between displayed and expected insulin amounts despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer declined suggested steps such as delivering test bolus or loading new cartridge, was educated to use room temperature insulin and informed that positive values were considered accurate indications of at least that amount of insulin, and was advised to continue using current cartridge and call back if issue persisted.